Event description:
On april 21, 2025, nakanishi received a fax from a distributor about a malfunction of an nsk handpiece. According to the distributor, there are two devices suspected to be involved in the event, but the dental office could not identify which one of the devices actually caused the following event. Therefore, nakanishi is submitting two separate mdrs for this event. This MDR is regarding the handpiece with the serial number (B)(6). Details are as follows: the event occurred on march 29, 2025. The dentist was performing a caries removal for a wisdom tooth of a patient's lower jaw using the s-max pico handpiece (serial no. (B)(6) and the led coupling (serial no. (B)(6). The patient was not under anesthesia. During the procedure, the handpiece came out of the coupling and the patient received an approximately 2mm injury to their lower right buccal mucosa. The dentist prescribed an ointment and applied laser irradiation to the injury for pain relief. The dentist has had a follow-up phone call with the patient and the patient is reported to be healing normally. According to the dentist, there were no abnormalities observed in the device prior to use.

Manufacturer narrative:
The dentist refused to provide information about the patient's weight.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject s-max pico device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi performed a manual reproducibility test. There was no problem connecting the returned handpiece with the led coupling [serial no. (B)(6)] returned together with the handpiece. Nakanishi then pulled the handpiece by hand from the coupling without pulling the connector ring of the coupling to see whether or not the handpiece was removed from the coupling. Nakanishi did not observe the handpiece removal as reported by the user. C) nakanishi supplied the handpiece with air with the specified maximum pressure (0.25mpa) and stopped supplying repeatedly to replicate the reported phenomenon. Separation of the handpiece from the coupling was not observed during the test. D) nakanishi evaluated pull length of the handpiece by pulling the handpiece from the coupling using force specified in the specifications (100n or greater). The handpiece did not separate from the coupling. E) nakanishi conducted a visual inspection of the handpiece and coupling and observed no abnormalities in the joints of the handpiece and coupling, no damage of the o-ring and no foreign materials on the handpiece and coupling. F) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not identify the exact cause of the handpiece separating from the coupling because nakanishi was not able to replicate the phenomenon during testing and did not observe any abnormalities in the visual inspection. B) in spite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from many years of experience that the connector ring was pulled in the lock release direction by external factors or that the connection was temporarily unstable due to foreign materials. C) carelessness by the user causes erroneous operation leading to the reported handpiece separation. D) in order to prevent a recurrence of the handpiece separation from the coupling, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi will report the above evaluation results to the dentist and remind the dentist of the importance o0f using the device as instructed in the operation manual.